Event description:
The patient had an in-line valve implanted last year to replace a malfunctioning shunt valve. This patient has had multiple problems, including infection related to the ventricular peritoneal shunt. The patient presented 35 days later with a failed shunt.